Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "the patient now deceased, underwent hip replacement surgery on (B) (6) 2005." It was further reported that, "several years after the implantation, the patient began experiencing significant clicking, squeaking pain and discomfort in the area of her hip "requiring a revision on (B) (6) 2008."